Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 450 mg/dl. The customer's mother stated that she was hospitalized due to diabetic ketoacidosis. The customer was treated with a shot. The mother stated that her daughter was receiving no delivery alarms from the pump. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.